Event description:
It was reported that during an unknown procedure, during firing the device jammed and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Feeder shoe damaged with clip present in device the analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired however; no clips were fed into the jaws. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the feeder show tab was noted to be bent; leading the finding. It could not be determined what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.